Manufacturer narrative:
Device review: the user facility did not request an evaluation of the device by the manufacturers regional equipment specialist. No parts were returned for product investigation since so malfunction was found by the facility biomedical technician. Medical records were requested but not received. System level review of the 2008k machine and concomitant products found that there was no information available to conclude that the products caused or contributed to the event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical technician (bmt) called technical support and reported that a pt had passed away while undergoing hemodialysis treatment. The bmt stated that the machine was running normally and had no alarms. Follow up was performed with the bmt and the registered nurse (rn). According to the bmt, he confirmed there was no malfunction found. To the best of his knowledge, the machine is back in service without issue. They did not have a fresenius regional equipment specialist come out. According to the rn, this female patient (age approximately (B)(6)) with history of cardiac disease, was being dialyzed in the hospital's intensive care unit. She reported the pt's prognosis was poor prior to the hemodialysis treatment. Approximately two hours into her four hour treatment, the pt "began bradying down" (her heart rate began dropping). At that time, the rn discontinued the treatment and did not return the pt's blood. The pt, who had a do not resuscitate order, and expired approximately one hour later. The rn stated the machine passed all tests prior to the treatment. There were no alarms or malfunctions.